Event description:
Complainant alleged that during biomed testing the device would not charge beyond 30 joules. Complainant indicated that there was no patient involvement in the reported malfunction.